Event description:
Patient injured and 1 inch laceration was caused during mayfield skull clamp use. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.